Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture confirmed via ctscan". This record is for the right side. Device remains implanted.

Event description:
Healthcare professional reported right side rupture confirmed via CT scan. Device was explanted and replaced.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as fold flaw opening and a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture confirmed via CT scan. Device was explanted and replaced.

Event description:
Healthcare professional reported right side rupture confirmed via CT scan. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6

Event description:
Healthcare professional reported "rupture confirmed via ctscan". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.